Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exchange due to concern with the product recall.

Event description:
Patient reported right side rupture and exchange due to concern with the product recall.. Device remains implanted.